Event description:
Adverse event(s): "no injury to pt." (No consequences or impact to pt). Product problem(s): "system message code displayed." (Device displays error message). A nurse reported an unk system message appeared and could not be cleared. A second system was brought in to complete the case. There were no pt injuries or delays reported.

Manufacturer narrative:
A company service rep examined the system and observed the reported system message. The receiver mechanism was replaced and will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).